Event description:
A customer reported that an insulin cartridge leaked during use, with incidents occurring on two separate days. Despite the leakage, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to change the cartridge and successfully resumed insulin therapy.